Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with repeating battery failure was confirmed during product evaluation. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. Appropriate action was taken to correct the reported problem by replacing the main batteries. Baxter will continue to monitor similar reports to determine if further actions are required. This involved an unremediated colleague infusion pump with user interface module master software version 6.13.90.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which there was a repeating battery failure. This condition has the potential to cause an interruption of delivery. The event occurred during an unknown process step in the intensive care unit. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The user interface module master software version is currently unknown. There is no further complaint information available.